Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in fair condition with the screen scratched. The event history log was unable to be downloaded. The device was powered up and alarmed ec 1730 which is an issue with processor on the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump displayed an error with code 1730. There was no patient involvement.